Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via trial that during the procedure, a rx xience v stent delivery system (sds) was used and a dissection occurred. Two additional stents were used to cover and treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection is a known potential outcome of coronary stenting procedures, and is listed in the device instructions for use (IFU) as a potential adverse event. There were no reported difficulties deploying the stent implant, and no damage was noted to the device at the time of the procedure which could have contributed to a dissection. The patient anatomy was not described in the incident information, which may have aided the investigation. Thus, there are no indications of a product quality issue affecting the procedure, though a definite root cause for the dissection cannot be determined.